Event description:
It was reported that patient was experiencing ineffective therapy. Further investigation showed high impedance due to a fractured lead. As a result, surgical intervention took place on (B)(6) 2023 where the leads and anchors were explanted and replaced. It is unknown which lead had fracture.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.